Event description:
The customer reported that the system would not display a fluoroscopy image, thus making the system unusable due to a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ccd camera, backplane, f15 and f16 fuses were evaluated and replaced. The system was tested and found to be working as intended and returned to service.